Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there was a concern about fast high rates of ventricular pacing. It looked like the device was tracking an atrial arrhythmia up to 130 beats per minute (bpm), the upper tracking and sensor rate at the time the strip was collected. The high rate episode showed the trigger for collection was high rate, not mode switch. The caller stated he is 98 % certain mode switch was on at the time. The device remains in use. No patient complications were reported as a result of this event.